Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-20 from a user facility reported the patient admitted electively for replacement of the pump due to end of life. The patient first had a pump and catheter system placed in 2004. The pump was replaced for end of life in 2011, and the catheter was found to be working well. During the procedure in 2017, the doctor explanted the existing pump and tested the catheter. No csf fluid could be obtained. The doctor re-opened the existing right paramedian lumbar incision and identified the catheter. No csf could be obtained from the intrathecal catheter. The doctor found on fluoroscopy that the intrathecal catheter had fractured and could thus not be completely removed. A portion of the flank tunneled catheter also could not be removed. A completely new intrathecal catheter was placed. There was good backflow of csf from the new catheter. The new pump was secured, and there were no operative complications. The patient¿s daily baclofen dose was reduced to avoid overdose and would be adjusted as needed. See attached user facility medwatch. Report number: 2400010000-2017-8048

Manufacturer narrative:
Other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2017 product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained gablofen with an unknown concentration and dose. It was reported there was no cerebrospinal fluid (csf) flow from the catheter. When the hcp was looking for the anchor, the catheter had broken off by the spine. The hcp removed and replaced the catheter. The explanted catheter was discarded. The patient had no symptoms. There were no environmental/external/patient factors that led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.